Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an episode showing noise oversensing, resulting in the device providing an inappropriate shock while the patient was washing dishes. The patient was hospitalized in the meantime. Technical services (ts) reviewed the episode and discussed there are also low amplitude r-waves observed and advised to perform isometric maneuvers to try to reproduce the noise. An auto set-up was performed and the device selected the secondary vector. During provocative maneuvers, the noise was reproduced when engaging the lateral region. An x-ray was also performed for review, and it was discussed the electrode could have moved from its position. The s-ICD system remains in service. No additional adverse patient effects were reported.